Event description:
On (B)(6) 2007, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2009, follow-up imaging showed evidence of a type ii endoleak from a lumbar artery or a type iii junctional leak. It was reported that the endoleak appears to be proximal to the aortic bifurcation on the right side, but the origin of the endoleak is unknown. On (B)(6) 2012, a follow-up imaging again showed either a type ii or type iii endoleak with evidence of 1 cm aneurysm enlargement. No further adverse events were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: pxc141000/05271043, pxc141200/058303274 and pxc201000/05315557.